Manufacturer narrative:
The device serial number was not provided, and the device is not being sent back. Thus, a proper device analysis could not be completed, and no device failure related to the reported event can be confirmed.

Event description:
It was reported that after the implantation of a CT lucia 602, the iol tilted. The iol was removed and discarded. No additional information provided.